Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The single board computer was replaced and the system software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the system failed to boot up. No pt injury was reported.